Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: cell biochem biophys. Doi: 10.1007/s12013-012-9376-8 (B)(4).

Event description:
Title: a retrospective analysis of the effectiveness of a modified abdominal high uterosacral colpopexy in the treatment of uterine prolapse author: y. Cunjian ¿ l. Li ¿ w. Xiaowen ¿ l. Shengrong ¿ x. Hao ¿ l. Xiangqiong citation: cell biochem biophys. Doi: 10.1007/s12013-012-9376-8 the purpose of the study was to evaluate the clinical value of a novel method for high uterosacral colpopexy in the treatment of uterine prolapse. A total of 31 cases (age range: 42 to 83; bmi: 19.10 to 31.22) with severe pelvic organ prolapse diagnosed by pelvic organ prolapse quantification (pop-q) system received a novel high sacral colpopexy method and were included in the study. During the procedure, the uterosacral ligament was reefed and sutured with mersilk 7-0 suture to shorten the uterosacral ligament. A new uterosacral ligament compound body was made by an 8-type method, which plicate suturing both uterosacral ligaments two or three times. These ligaments were sutured at an interval distance of 1 cm, in a top-down fashion, with pds 0 thread. The suture was then used to secure the new uterosacral ligament compound body to the interspinous ligaments of the s1¿s3. Reported complications included lymphatic leakage on the third day after operation (n-1) which required oral administration of atropine and the patient¿s symptoms disappeared and prolapse of the anterior vaginal wall (n-2). It was concluded that the high uterosacral colpopexy surgical approach has the advantages of short operation time, less trauma to the body, less blood loss, and low postoperative recurrence rate. The surgery not only reduces the postoperative recurrence rate, but also effectively improves the quality of the patient¿s sex life. It is a safe and effective method for the treatment of uterine prolapse.